Event description:
The customer reported a pacemaker failure. There was no pt involvement.

Manufacturer narrative:
(B)(4). We have requested additional information and this investigation remains open. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.